Event description:
(B)(4). It was reported that in-stent restenosis (isr) and angina occurred. In (B)(6) 2012, the subject presented due to stable angina and was referred for cardiac catheterization. Target lesion # 1 was a totally occluded de novo lesion located in the proximal right coronary artery (rca) with 100% stenosis and was 15 mm long with a reference vessel diameter of 3 mm. The lesion was treated with predilatation and placement of a 3.00 x 28 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. The subject had 2 non-target lesions, 2nd diagonal and 2nd obtuse marginal (om), which were treated with a balloon angioplasty during the index procedure. However the intervention was unsuccessful with no improvement in the residual stenosis. The subject was discharged on aspirin and prasugrel one day post procedure. In (B)(6) 2014, the subject presented due to unstable angina and was hospitalized. Subsequently, the subject was referred for cardiac catheterization. The 75% isr at the proximal margin of study stent deployed in mid rca was treated with predilatation and placement of a 2.75 x 16 mm promus premier stent, with 0% residual stenosis the 75% isr at the distal margin of the study stent implanted in the distal rca was treated with predilatation and placement of a 2.75 x 24 mm promus premier stent, with 0% residual stenosis. Additionally, the 99% stenosis in 2nd diagonal was treated with balloon angioplasty, the intervention attempted was unsuccessful. Following post dilatation, residual stenosis was 99%. The event considered as resolved and the subject was discharged on aspirin and prasugrel one day post procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).